Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Instrument was returned and examination of the returned part determined that, the product is under repetitive use and fractured on left side. Device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to use error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during an initial knee arthroplasty the provisional stemmed tibial component fractured. Pieces were retrieved from the patient. Patient did not retain any foreign pieces. Attempts have been made and additional information on the reported event is unavailable.